Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-16055. It was reported the patient underwent surgery on (B)(6) 2021 to address an l4 drg lead migration issue (reference reg report: 1627487-2021-15341). During the procedure, it was discovered via x-rays that the lead loops for the l5 and s1 drg leads were coming undone. In turn, the leads were explanted and replaced to address the issue. Effective therapy was established post-operatively.